Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The product code for the fluency plus endovascular stent graft product is identified. For the reported malfunction, a lot number was provided, and lot history reviews was performed. The device was returned to bd for evaluation. Photos and images were provided for further evaluation. The company is still investigating the issue at this time. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported malfunction indicated that model fvl14100 vascular stent graft allegedly had a fracture and misfired. This report was received from one source. This malfunction involved a patient with no patient consequences. The patient was a (B)(6) year old male. Weight was not provided for the reported patient.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. Photos, the device, and medical images have been returned for evaluation; the evaluation confirmed 1069 - break and 2907 - detachment of device or device component. The investigation was inconclusive for 2532 - misfire. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use. The catalog number identified in section d4 has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The product code for the fluency plus endovascular stent graft product is identified in d2. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one (1) malfunction. A review of the reported malfunction indicated that model fvl14100 vascular stent graft allegedly had a fracture and misfired. This report was received from one source. This malfunction involved a patient with no patient consequences. The patient was a 69 year old male. Weight was not provided for the reported patient.